Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage: modem connector loose/damaged (rs232). There were visual no indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area.here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to draining issues and was diagnosed with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with pd catheter (not a fresenius product) malfunction. Per the nurse, it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse confirmed the patient was diagnosed with peritonitis. The nurse stated that the patient is being treated with antibiotic therapy (details are unknown). Additionally, it was stated that the patient is having the pd catheter (not a fresenius product) removed and will transition to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse stated it is unknown if the peritonitis was due to the pd catheter. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to draining issues and was diagnosed with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with pd catheter (not a fresenius product) malfunction. Per the nurse, it is unknown if the patient had a pd culture obtained in the hospital. However, the nurse confirmed the patient was diagnosed with peritonitis. The nurse stated that the patient is being treated with antibiotic therapy (details are unknown). Additionally, it was stated that the patient is having the pd catheter (not a fresenius product) removed and will transition to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse stated it is unknown if the peritonitis was due to the pd catheter. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy often associated with a patient breach in aseptic technique, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.